Event description:
It was attached to a pt when it alarmed "empty bag" unk med or rate, amount in the bag. Incident date: (B)(6) 2013. No pt injury. No tubing available. Customer does not want to send the pump in, but wants a record of the complaint. F/u obtained from reporter: the reporter stated there were no pt injuries with the event and they were not sending the pump back for return.

Manufacturer narrative:
Investigation results: per log review the complaint for an empty bag alarm was confirmed. On (B)(6) 2013 at 7:56 pm the pump was turned on to infuse. At 7:56pm an empty container and upstream occlusion alarm turned on and the infusion automatically stopped. Nothing had been infused during the time frame. After reviewing the history of the pump it has not been in for service for preventative maintenance since the customer obtained the pump on (B)(6) 2007. The pump has had the software upgraded on 8/06/2008, 08/18/2008, 08/09/2011 and 07/25/2013. It is part of our preventative maintenance requirements noted in the user manual that the pump be serviced once every 12 months. This info has been relayed to the customer.